Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-02-03 h.6. Investigation summary: bd received 1 sample and 3 photos for investigation. The photos were reviewed and the indicated failure mode for molding defect/shield was observed. Additionally, the customer samples was inspected and also confirms the molding defect/shield reported by the customer. 100 retention samples from bd inventory, were inspected and no shield deformation defect was found; all results met specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for molding defect/shield based on the return sample and the photos provided. Inspection of retention samples of the same lot was satisfactory. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was molding defect (short shot) and a broken lid/cap(s). This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "phase: when unpacking defect; safety head cover position retracted quantity: 2 effects: no other adverse effects on patients."

Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was molding defect (short shot) and a broken lid/cap(s). This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "phase: when unpacking defect; safety head cover position retracted. Quantity: 2. Effects: no other adverse effects on patients."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.